Manufacturer narrative:
As an investigation approach nakanishi inc, (B)(4)(manufacturer) examined the DHR for device (ex-5 str, lot no. 0511). Nakanishi inc conducted that no problems had occurred during manufacturing or testing of the subject device, as evidenced in the DHR. The information is supplied by stryker instruments-(B)(4) (importer).

Event description:
Ref imp: (B)(4).